Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux-en-y, the stapler was fired on the gastrojejunal anastomosis then it pulled the serosa and tore it which caused bleeding. The surgeon had to sew to prevent permanent impairment of patient function. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph of the complaint event. The physical device was not returned. Photographic inspection noted that the jaws were clamped on tissue. The knife bar was still advanced. No bleeding was noted. Functional testing could not be performed as the physical device was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.